Event description:
A report was received that the patient was having increased problems with charging the ipg. Evaluation of the device revealed possibility of malfunction. The patient will undergo an ipg revision procedure.

Event description:
A report was received that the patient was having increased problems with charging the ipg. Evaluation of the device revealed possibility of malfunction. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that the patient was frequently charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced per physician's preference. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.